Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # (B)(4) and was determined to be unacceptable. An emdr report will be submitted for this image quality issue. Philips could not confirm the image quality issue; the transducer has not yet been returned for evaluation.

Event description:
Customer reported weak/ no continuous wave doppler with the s8-3t micromulti tee during clinical use. No patient injury.

Manufacturer narrative:
The transducer was returned for evaluation which noted fluid was found inside the mid-handles and connector shell. The exact cause of the fluid ingress could not be determined, however, it is indicative of improper cleaning and/or disinfecting techniques. In (B)(6) 2013 philips implemented a design change to improve the connector¿s ability to withstand fluid ingress.